Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. The product was retained by the hospital and will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.